Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized. She just got out of the hospital after a 4 day stay with diabetic ketoacidosis. Patient's blood glucose at time of incident was 484mg/dl. Their blood glucose was over 400mg/dl because the customer was throwing up all afternoon. The customer treated with bolus from the insulin pump. The emergency team said it was 535mg/dl when they arrived and by the time they got to the hospital it was 436mg/dl. The customer was given intravenous fluids, some medication for vomiting, nausea, and cardiac related issue. The customer was wearing the insulin pump at time of hospitalization. The insulin pump will not be returned for analysis.